Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 10/20/2014: we were informed this device was returned for analysis. Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed abrasion marks along the lead body with a damaged insulation at the distal area. This insulation damage can be considered to be the root cause of the clinical observation. Based on the characteristics of this damage it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. The diagnostic image available for analysis did not provide enough information to clarify this assumption. Further inspection revealed a deformed rv shock coil. This damage occurred most likely in the course of the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that oversensing was seen on this lead via home monitoring approximately 18 months after implantation. The pacing impedance decreased. The patient was admitted for a lead revision. No adverse patient side effects were reported. Should additional information be received, this file will be updated.